Event description:
Healthcare professional reported left side capsular contracture baker grade IV confirmed via mammogram. Healthcare professional later reported "benign-looking calcifications" confirmed via mammogram. Treatment: vitamin e for 6 months. Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.